Event description:
Reportedly, the patient had breast discomfort. A first pacemaker follow-up was performed by clinical engineer, but no anomaly was observed. The patient wore a holter ECG monitor and the analysis revealed 60 cardiac pauses including 8 seconds pause. The patient was hospitalized immediately and a new pacemaker follow-up was performed: no anomaly was found during supine position, however, few seconds of cardiac pause was observed when patient got up of bed. A re-intervention was programmed, and the physician reported that blood infiltration into the ventricular proximal terminal block was found. He suspected that pacing inhibition and cardiac pause were caused by this blood infiltration, and concerned pacemaker and ventricular lead was replaced. The pacemaker involved in this MDR report was returned for analysis.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Method - device follow-up files were analyzed. (B)(4), a visual inspection of the returned was performed: this inspection did not reveal any anomaly on the head and on the connection components (contact springs, setscrews, terminal blocks, silicone cover); no trace of blood infiltration in the ventricular proximal terminal block was observed. The device was submitted to the electrical test which is performed at the end of the manufacturing process; no anomaly was noted, i.e. The electrical characteristics were within specifications. Because, the investigation of the returned pacemaker does not reveal any malfunction, the reported events resulted most probably from a lead issue.